Manufacturer narrative:
Information for field e1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that during preparation for procedure, the fiber was fractured. The fiber was replaced but the new fiber also fractured. The procedure was completed using another fiber. There were no patient complications. This report is for the second fiber.